Event description:
The original report stated that "the balloon did not inflate before use." The product was not used and no patient complications were reported.

Manufacturer narrative:
One swan-ganz catheter with a monoject 1.5cc limited volume syringe was returned in its opened, original tray. Neither the introducer nor contamination shield were returned. As received, there was no balloon found on the catheter but both sides of the balloon bondings were intact. Some balloon fragments were visible at the edge of the proximal bonding and the edge appeared rough. The cal-cup was examined and no visible damage was noted; the balloon was not found inside. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body or returned syringe was observed. A device history record review was completed and documented that device met all specifications upon distribution. Visual examinations were performed at 10x magnification and with the unaided eyes. The customer report was confirmed during the evaluation; however, it does not appear to be related to the manufacturing process as there was evidence that the balloon had been bonded to the catheter. It could not be determined exactly how the balloon was torn from the catheter. No actions will be taken at this time.